Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the k-wire strand was cut due to fatigue breakdown caused by repeated use of forceps elevator. The strand may have become frayed and raised due to frequent brushing around the forceps elevator and the attachment/ detachment of the distal cover. However, olympus could not identify a definitive root cause of the event. The event can be detected and prevented in accordance with the following instruction for use (IFU). -inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited forceps elevator adhesive defects and water tightness of forceps elevator was lost. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.